Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. UDI not available.

Event description:
It was reported that the implant disengage form the driver tip during the placement procedure. It was completed with a different implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One internal connection universal placement driver tip ¿ long (iipdtul) was reported but not returned. No visual evaluation was performed. Device history record (DHR) review could not be performed for the iipdtul as the lot number was unknown. Complaint history review by item number was conducted for the iipdtul dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: disengaged). Therefore, based on the available information and functional testing the driver malfunction and the reported event could not be verified since the driver was not returned.